Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 600 (mg/dl) and high ketones. Customer attempted to address bg levels by delivering a correction bolus; however, an occlusion alarm occurred. While hospitalized, customer was treated with intravenous insulin and manual injections. Customer was discharged on (B)(6) 2016 with bg levels in target range. Due to the reported occlusion alarm occurring in the past, and the supplies to the pump being changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.